Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Visual inspection revealed no abnormalities. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.